Event description:
It was reported that after replacing several pumps the arctic sun device still would not work and wanted to send the device in. Per review of wo notes, spoke with them and informed that after buying a circulation pump and mixing pump the device still didn't work. Informed that the po they used only shows that they bought just a mixing pump and will still need to buy a circulation pump. They called today and claimed that they did buy a circulation pump and still the device was not working. The device will be sent in for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. All three magnets controlling the manifold valves were on the incorrect valve. Corrected the orientation of the magnets onto the proper valves on the manifold. All o-rings sealing the manifold were leaking air past them. The outer shell has a missing pem nut that holds the bold fastening the shell to the chiller frame. The device leaks due to the tank seals are no longer on the tank, some are missing, and others are in the tank or are torn partially from the tank. Both molded tubes into the tank are swollen. The evaporator tube no longer holds the diverter, and the double bend molded tube sits too low in the tank due to expansion causing it to suck tight to the tank causing flow issues. Replaced manifold o-rings. Outer shell was replaced. All tank seals were replaced. Tank was cleaned from all seal debris. Both double bend and chiller evaporator tubes were replaced. Control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after replacing several pumps the arctic sun device still would not work and wanted to send the device in. Per review of wo notes, spoke with them and informed that after buying a circulation pump and mixing pump the device still didn't work. Informed that the po they used only shows that they bought just a mixing pump and will still need to buy a circulation pump. They called today and claimed that they did buy a circulation pump and still the device was not working. The device will be sent in for assessment. Per sample evaluation results on 02sep2025, the outer shell has a missing pem nut that holds the bold fastening the shell to the chiller frame. Device leaks due to tank seals no longer on the tank. Device leaks due to the tank seals being torn partially from the tank. Evaporator tube no longer holds the diverter. Double bend molded tube sits too low in the tank due to expansion causing it to suck tight to the tank causing flow issues. Per sample evaluation results on 06oct2025, all o-rings sealing the manifold were leaking air past them.